Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 560 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a magnetic resonance imaging (MRI) performed on an unknown date and experienced a motor stall. A recovery was noted to have occurred today; it had been longer than 2 hours post MRI. The patient experienced increased pain and spasticity but no acute withdrawal. No further complications have been reported as a result of this event.